Manufacturer narrative:
The returned autopulse li-ion battery (serial #(B)(4)) which caused the returned autopulse platform to displayed "battery empty" and powers off after a few compressions was not confirmed during functional testing. The returned autopulse li-ion battery passed charging in a known good multi chemistry charger and it powers on with no "battery empty" message when inserted in the returned autopulse platform. The autopulse li-ion battery functions as intended use. The possible caused of the battery issue was likely due to battery mismanagement based on the archive datas. During visual inspection, no physical damage on the returned battery was observed and four green lights illuminated when battery status check button was pressed after charging. Four green lights indicate that the battery was fully charged. During archive data review, there were battery mismanagement and charging. The battery used was left in the autopulse to deplete down to its low level voltage causing the multiple error messages. The autopulse power system user guide states: "after every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery." A fully charged li-ion battery left in a zoll autopulse platform for an extended period of time will eventually discharge below its minimum operating voltage. A fully discharged battery will not display any led status lights and will fail charging. Additionally, "do not remove a battery from the autopulse multi-chemistry battery charger during a test-cycle, or the battery's run time may be reduced. If a battery is removed during a test-cycle, the charger will automatically restart the test-cycle." "This process could take up to 12 hours".

Event description:
On (B)(6) 2019 during evaluation of the returned autopulse platform and autopulse li-ion battery (serial #(B)(4)) the platform displayed "battery empty" and powered off after a few compressions using the returned battery. The returned battery was recharged, but after a few compressions, the device switches off again.